Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a calibration error and change sensor alarm occurred. The customer¿s blood glucose level was 400 mg/dl. The customer declined to troubleshoot for high blood glucose levels as the event was treated with the insulin pump. The customer also experienced an unexpected suspend and a difference in sensor glucose and blood glucose values. The events began when the sensor rejected the calibration and a change sensor alarm occurred. Troubleshooting was not completed, and a replacement sensor will be sent. The sensor will not be returned for analysis.